Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (false asystole detections) has been confirmed. As received, the trunk cable connector was cracked exposing wires. Upon eval, the white (drvn_gnd) wire and the brown (-5v) were open in the trunk cable connector. The cause of the false asystole detections is the open white and brown wires in the trunk cable connector. The cause of the damaged wires is the cracked trunks cable connector. The root cause of the damaged trunk cable connector cannot be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt was issued a replacement electrode belt.

Event description:
Zoll customer support contacted a (B)(6) male pt to exchange his electrode belt. The pt's download revealed multiple false asystole detections. The pt was issued a replacement electrode belt.